Event description:
This ra lead was implanted on (B)(6) 2007 and still remains implanted at this time. The lead exhibited noise. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).